Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. No numbers going up noted. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads and cracked belt clip slot at battery tube threads area.

Event description:
It was reported by the customer that the buttons on the insulin pump are malfunctioning. Customer reported not being able to deliver a bolus due to button malfunction. Advised insulin pump would be replaced. No additional information is provided.